Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with connected device(s). The bme rebooted the cns, checked the switch, and stated that there are no link lights showing network traffic at the switch or the back of the cns. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into communication loss with connected device(s). The bme rebooted the cns, checked the switch, and stated that there are no link lights showing network traffic at the switch or the back of the cns. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went into comm loss with all connected devices. The bme rebooted the cns, checked the switch, and stated that there were no link lights showing network traffic at the switch or the back of the cns. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went into comm loss with all connected devices. The bme rebooted the cns, checked the switch, and stated that there were no link lights showing network traffic at the switch or the back of the cns. No patient harm or injury was reported. Investigation summary: the customer performed troubleshooting before calling nihon kohden technical support (nk ts), including rebooting the cns and checking the network switch. Nk ts requested customer also check the lan port connection. The customer returned the call to inform nk ts that the ip was showing as 0.0.0.0. A repair with loaner device was initiated and the unit was sent in for evaluation. While onsite, the nk technician reported the device had an intermediate switch failure and a misplaced patch wire on the switch for the emergency department that supplied network connectivity. The technician also noted that a secondary graphics card was not working, and the device was giving an error message for the hard disk drive (hdd). The root cause is determined to be a defective pcbs board. Evaluation of the unit found that the hdd had degraded and the pcbs board was inoperable. The pcbs board has been discontinued. It was recommended that they replace it for a newer model. The determining factor for the malfunction of the device is a discontinued pcbs board that most likely failed due to wear and tear from use. This unit had been in service since 2013. There is no trend identified in the facility as no other instances of communication loss have been reported.